Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted 9 years after it was implanted because the patient experienced recurring incontinence. The surgeon determined the aus was not working due to a loss of fluid from the system. During the explant surgery the surgeon filled the cuff, pump and balloon with fluid. He found a pin hole in the top part of the pressure regulating balloon.